Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Originally reported to the sales representative that, the mesh would be explanted in a recurrent hernia repair procedure. Further conversation with the materials manager at the facility revealed that the mesh had been explanted during the produced due to infection. The mesh was discarded and the area repaired with other mesh.